Event description:
It was reported that when the overbed table is placed with the florence, allegedly it gets stuck on the brake pedal and it was reported that at times, the brakes disengage. There was no pt involvement or any adverse consequences.

Manufacturer narrative:
Results - overbed table caught on brake pedal.